Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they were hospitalized for a hypoglycemic attack on with a blood glucose level of 9.3 mmol/l. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated there was an error alarm from their insulin pump. The customer was assisted with the issue and an error was found in the alarm history. The customer returned the device for analysis.

Manufacturer narrative:
The insulin pump was received with a high pitched whining from motor during our testing due to faulty motor however; the motor was tested outside of the device and passed. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected no motor movement alarms noted during testing. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, cracked case on the battery tube area and severely peeling end cap address label.